Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom tachnical support on 09/01/2015, to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body the sensor wire detached and remained in the patient. The sensor was inserted at the buttucks on (B)(6) 2015. No additional event or patient information is available.